Manufacturer narrative:
(B)(6). This follow-up report is being submitted to relay additional information. The customer returned an air dermatome device for evaluation. The customer also returned a hose and 1¿/1.5¿/2¿/3¿/4¿ width plates, for evaluation. Zimmer biomet surgical has previously repaired/evaluated the air dermatome one time. The last repair was (B)(6) 2013 where it was reported that the device was sent in for the 2012 skin graft initiative and the ball detent, damaged head, damaged control bar, thickness lever, reciprocating arm, bearings, seal and retaining ring, motor, poppet assembly, and o-ring were replaced. This is not a related issue. The air dermatome was manufactured on june 1, 1995, and is over 21 years old at the time this complaint was generated. The previous repair report was reviewed and noted no related non-conformances, requests for deviation (rfd) or any other issues with the repair. The previous repair report review found no issues with the device after repair and all verifications, inspections and tests were successfully completed. Initial qa inspection of the air dermatome revealed minor cosmetic damage to the head and neck of the hand piece including scratches and nicks. The thickness lever operated as intended. The swivel rotates 360 degrees, has 2 engagement pins and has a swivel o-ring. The master blade, serial number (B)(4), was flush with the control bar. The safety switch operated as intended. However, the poppet was stuck in the on position. The device was tested under the stroboscope (B)(4) with the qa test hose and the motor operated within motor speed specifications. The device was tested with the customer¿s hose and operated within motor speed specifications. The width plates showed some signs of overtightening and also had some minor nicks. The calibration was out of specification at all settings. Repair of the air dermatome was performed by zimmer biomet surgical which included replacement of the ball detent, thickness lever, reciprocating arm, bearings, seal and retaining ring, motor, poppet assembly, o-ring, swivel, screwdriver and width plates. Air dermatome, serial number (B)(4), was then tested and functioned properly. It was repaired, inspected and tested. The reported event was non-verifiable as no testing was able to be performed to try to replicate the reported event. During the initial inspection it was noted when the device was tested that it operated within motor speed specifications but was outside calibration specifications at all tested thickness settings. Based on the information that was provided the root cause of the reported event could not be specifically determined. No testing was able to be performed to try to replicate the reported event. During the initial inspection it was noted when the device was tested that it operated within motor speed specifications but was outside calibration specifications at all tested thickness settings. The device is over 21 years old and has not been previously repaired by zimmer biomet since (B)(6) 2013. The IFU states that ¿the zimmer air dermatome should be returned every 12 months and the hose every 6 months for inspection and preventive maintenance. Annual factory calibration checks are strongly recommended to verify continued accuracy.¿ the air dermatome was repaired, tested and returned to the customer.

Manufacturer narrative:
The device was returned to the manufacturer; however the investigation was not completed at the time of this report. A follow up medwatch will be submitted once the investigation is complete and a root cause has been established. Received; however, not yet evaluated.

Event description:
It was initially reported that the device cut a hole in the center of the graft. When pressure was applied to the skin, the device slowed. Additional information received january 26, 2017 stated that an additional unplanned graft was required.